Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture; low p-waves and far r-wave sensing was noted on atrial tachycardia/atrial fibrillation episodes. The patient was asymptomatic to the event. The device was reprogrammed to vvi at 40 pulse per minute and the patient will continue to be monitored.